Event description:
It was reported that the patient experienced an infection with his inflatable penile prosthesis (ipp). All components were explanted and a new tactra device was implanted in the right side only. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.